Event description:
A customer reported a rescue that occurred on the production floor of an injection-molding facility in which first responders experienced difficulty hearing the AED's audible voice prompts during use. The customer noted that ambient noise levels in the area can reno additional event details or patient information were provided. Ach approximately 85 db. The initial responders proceeded with CPR, and the patient was transported to the hospital once emergency medical services arrived. The patient did not survive to the hospital. Based on the information available, there is no evidence that the device caused or contributed to the patient's death. No additional event details or patient information were provided.

Manufacturer narrative:
Although the log files from the device were requested, they have not been provided. The cause of the reported complaint cannot be determined at this time.

Event description:
A customer reported a rescue that occurred on the production floor of an injection-molding facility in which first responders experienced difficulty hearing the AED's audible voice prompts during use. The customer noted that ambient noise levels in the area can reach approximately 85 db. The initial responders proceeded with CPR, and the patient was transported to the hospital once emergency medical services arrived. The patient did not survive to the hospital. Based on the information available, there is no evidence that the device caused or contributed to the patient's death. No additional event details or patient information were provided.